Manufacturer narrative:
The device was returned and evaluated. Fluid ingress was found internal to the device. Electronic components were damaged due to the ingress. The power supply assembly and distribution pcba were replaced. The device was upgraded to the current fluid ingress remediation. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2012 to report an orthopat device with the description of "battery not holding charge." No patient/operator injury reported.